Event description:
Patient was standing using a platform walker, when platform tub snapped in two, pt fell, broke a screw in his hip holding a rod in his femur bone, required additional surgery to remove screw.